Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 5.0, lab: ng. Date: (B)(6) 2011, inratio: 3.9, lab: 5.0. Pt's therapeutic range: 2-3 inr. Pt just recently had knee surgery and has been with the facility for 1.5 weeks. She has been unstable since she was admitted on (B)(6) 2011 with inr ranging anywhere from 1.9 to 7 on the inratio meter. On (B)(6) 2011, pt was taken to the ER and was given a vitamin k shot.